Event description:
During a remote follow up, inappropriate atp was delivered due to an incorrect interpretation of the patient's atrial arrhythmia. It was suspected this was due to the programmed settings on the device. Technical support was contacted recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.